Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt experienced tape erosion twice into the vagina and there was an erosion of the bladder. A partial device removal was needed, plus surgery to correct the erosion sites. Three further follow up surgeries occurred to repair erosion and a large removal of the sling device. The event is ongoing.

Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.